Event description:
Family member of home pt (hp) reported 2 incidents of cracked caps. Per the family member, the caps appeared to be cracked in numberous places. The family member noted the actual samples were discarded but has companion samples available. Per the family member, no pt injury or medical intervention was associated with these incidents.